Event description:
It was reported that during visual inspection conducted at the manufacturer facility, the cable plug of the helmet was found to be melted. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during visual inspection conducted at the manufacturer facility, the cable plug of the helmet was found to be melted. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Manufacturer narrative:
During the device evaluation, the cable plug was found to be melted. Heat generation by the fiber optic cable was determined to be a probable cause of the melted plug. The helmet is not a repairable device and will therefore not be returned to the user facility.